Event description:
On (B)(6) 2010, pt reported today while she was changing her insulin cartridge, she was returning the piston rod on her infusion device and it went all the way to the bottom and then made a strange noise and produced an e10 (cartridge error) alert. Pt stated the plunger is not stuck on the piston rod. Pt reported the piston rod makes a strange noise and stays in one spot for a while before producing the e10 (cartridge error) alert. Pt stated she heard the noise while it was returning. Pt reported no insulin has been spilled inside of the cartridge compartment. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.